Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter safety mechanism got stuck and would not completely retract the needle. This occurred with at least 4 catheters. The following information was provided by the initial reporter: "autoguard safety mechanism gets stuck and does not work seamlessly occurrences: 4+".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.